Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular undersensing was noted on current electrograms (egm) and stored non-sustained ventricular tachycardia (vt) egm approximately six weeks post implant. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.